Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer was replacing ten (10) 8015 keypads because of unspecified failure. Initial complaint information indicates no patient involvement and no patient impact.

Event description:
It was reported that the customer was replacing ten (10) 8015 keypads because of unspecified failure. Initial complaint information indicates no patient involvement and no patient impact.

Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypads being replaced due to unspecified failures was evaluated. Devices were received fully assembled. Six keypads were confirmed to have a faulty system on keys. Nonfunctioning ac indicator lights were observed on 6 out of the 10 keypads. Test results identified 6 out of 10 keypads failed to power on. All soft keys were observed to be functioning as intended. Keypads for s/ns (B)(6) and (B)(6) were observed to have various keys fail during functional testing. No faults found during testing on keypad associated with s/n (B)(6). All keys worked as intended. Keypads disassembled from devices and an internal inspection was performed. Each layer of the front cases was removed and inspected for anomalies. Signs of fluid ingress was visible on 9 out 10 keypads. Broken traces were observed on several keypads. Trace 20 associated to the system on key was observed on s/ns (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6) and (B)(6). Trace 17 associated to the green led light was observed on s/n (B)(6). S/n (B)(6)was observed with damage to trace locations 1 through 5 associated to soft keys; s3/ s4/ s6/ s7/ silence/ options/ s13/ s14/ 1/ 2/ 4/ 5/ 7/ 8/ 9/ 0/ decimal point/ clear / cancel and enter. Device inspection: external and internal inspection was performed on (qty 9 printec p/n tc10012515 and qty 1 printec p/n tc10013664). During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer and various broken traces (1-5, 17 and 20). During external inspection, the keypads were in good condition with no issues observed. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 21sep2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 02nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only front case keypad assemblies were provided for the investigation.